Event description:
Pt admitted for decrease of oral intake and complaints of constipation. Past medical history includes: hypertension, mycardial infarction coronary artery bypass graft, ppm and automatic internal cardiac defibrillator, hypothyroid, prostate and throat cancer. As per history, the pt had pacemaker/aicd placed at another facility (date of placement unknown). 2004 the pt was being discharged and upon transfer to stretcher by ems staff, pt had cardiac arrest. CPR was initiated by ems staff and a full cardiac code was called. Acls efforts were successful. The guidant technician was contacted and checked aicd pacemaker. The technician informed mds that pacemaker was having sensing problems and may not have fired defibrillator during episodes of v-tach; v-fib. The pt was placed on external pacemaker/defibrillator. Pt coded again. CPR was unsuccessful and the pt was pronounced.